Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 49 mg/dl. Customer was sent a new transmitter and now the new transmitter is not linking to the pump and they are working together were all now linked together and working. Customer declined to troubleshoot as she drank some juice and ate food. No information about automode was given. The insulin pump will not be returned for analysis.